Event description:
It was reported that the atrial lead exhibited intermittent loss of sensing via the electrocardiogram. In clinic, normal sensing was observed. The patient would continue to be monitored, as normal.